Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she may have had a blood glucose of 50 mg/dl. Customer treated with juice and suspended the pump. Customer stated that she was low due to exercise. Customer had a sensor that fell out and only lasted 2 days. Customer was mowing and stated that the sensor fell out in the house. Customer mentioned it may have been an adhesive issue. Customer declined troubleshooting. Sensors will be replaced.

Manufacturer narrative:
Unable to confirm adhesive anomaly on opened/used sensors.